Event description:
It was reported that the lead -seems to be damaged- and was replaced.

Event description:
It was also noted that the pulse generator could not be interrogated at the time of explant. Explant was for elective replacement indicator (eri).

Manufacturer narrative:
Na

Manufacturer narrative:
Final analysis found that the outer insulation was damaged at 6.0 cm, 15.5 cm and 46.0 cm from the connector pin, due to friction with another device. The lead was found to be twisted, which could have been caused by twiddler's syndrome.